Event description:
Customer reported, they received a syringe with a missing numeral. The dosage mark of 1.25 ml did not have the "1" imprinted before the .25, showing .25 on the barrel rather than 1.25. This syringe was not used.

Manufacturer narrative:
The actual sample was returned. Co confirmed missing print on the syringe barrel. Lot history rcords inicate thereawas one instance of poor print, resulting in 800 pieces eing scraped. Resampling found no additional problems. No procuct remains in distribution. No other comoaints have been made against this lot. This appears to be an isolate dase wherein one bad piece was overlooked. Production personnel have been made aware of this complint.